Event description:
Initial ggt result of 0 ul. Same sample repeated also gave result of 0 u/l. Same sample repeated twice using different methodology gave result of 97 u/l both times. The initial result reported. No info provided to determine if results were used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.